Event description:
On (B)(6) 2015, a dentist reported that an (B)(6) female patient required endodontic treatment of tooth #31. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec, which was seated on (B)(6) 2012. The patient was seen for persistent sensitivity to temperature and pressure on the following dates: (B)(6) 2012, and (B)(6) 2013. The endodontic treatment was performed on (B)(6) 2013, and since treatment, no issues are noted.